Event description:
Related to MFR report# 2183959-2012-00918. It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc system "on or about (B)(6) 2009 and (B)(6) 2009 with the intention of treating her for pelvic organ prolapse and/or stress urinary incontinence." It was alleged the plaintiff "suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal bodily tissue, hardening, recurrent incontinence, and dyspareunia, significant mental and physical pain and suffering, and has sustained permanent injury." The plaintiff required add'l surgery "on or about (B)(6) 2009."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.